Manufacturer narrative:
(B)(4). Cuvette lot #d3cpt022. Method - actual device not evaluated. Process eval performed. Cuvette device history records reviewed and found to meet specs. Result - no results available since no eval performed. At the time of testing, pt was medicated with lovenox, which is low molecular weight heparin (lmwh). Per the product's instruction for use, test results may be susceptible to interference from other anticoagulants such as heparin. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports results lower than reference with the hemochron elite microcoagulation system. The initial pt test performed with the elite generated a result of 1.3 inr. The physician questioned the result, and re-tested with a reference instrument, which generated a 3.5 inr. A repeated test on the elite was 1.8 inr. For result confirmation the sample was tested at the reference laboratory, which generated a 3.5 inr. Pt management was based on the laboratory result and there were no changes in medication dosage. Pt's therapeutic range: 2.0 - 3.0 inr. No adverse events reported.